Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, lifescan became aware of the lay user/patient's email alleging that her one touch ultrasmart meter was reading inaccurately. The patient claimed that she had experienced 3 incidents (unspecified dates) where she crashed after taking insulin based on her meter readings and her carbohydrate intake. All 3 incidents occurred at suppertime. Her afternoon readings were "ok" and her lunch required a small amount of insulin (6-7 units) and when the evening time came around, her meter readings were "way up." The patient stated that she was obtaining meter results of "almost 300, 280-292 mg/dl" on her meter. She took her insulin (unspecified type/dose) based on the meter readings and her carbohydrate intake. She claimed that two hours later, she went down to "36-38 mg/dl." She administered self-treatment with juice and ate a carbohydrate bar, and that her blood glucose levels started to go up. The customer service representative (csr) was unable to verify if the reported meter was set to "mg/dl," if an approved sample was used, and if the correct testing/cleaning techniques were used since the complaint was through an email. This complaint is being reported, because the patient allegedly "crashed" after taking insulin based on her meter readings.